Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. D4. Lot number, expiration date, UDI, and h4. Manufacture date are unknown; no information has been provided to date. H3: other; device not returned to manufacturer. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the inner tube cleaning with swabs was very difficult to dislodge mucus, became apparent there was a long linear crack down the inner tube where secretions were getting caught. There was unknown patient involvement and no patient harm/adverse event reported. Device not available for return.